Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2015, to report skin irritation at sensor insertion site, that occurred on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Patient's wife described the skin reaction as little red bumps in the shape of a donut where iv3000 was applied. Patient treated the affected area with triamcinolone cream, prescribed by physician approximately 5 years ago. At the time of contact, patient's wife reported current condition as "ok". No additional event or patient information is available. It should be noted that the dexcom g5 mobile continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).